Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels of 522 mg/dl. The customer stated they did not have a back-up plan and that they did not treat for high blood glucose levels. The customer performed the self-test and the displacement test and both tests passed. The product was not returned for analysis.